Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user in training was unable to pair a libre 3 plus sensor with the ilet system despite guided troubleshooting on the ilet and ilet mobile app, including an attempted app reinstallation, and subsequently proceeded to use a dexcom g7 cgm. Symptoms included no adverse clinical effects and no changes in blood glucose levels. Outcomes included use of an alternative cgm to continue therapy. Investigation included technical troubleshooting and user education. Investigation of this case revealed an unsuccessful cgm pairing event consistent with a connectivity or compatibility issue between the sensor and the ilet ecosystem. It was concluded that the event was related to sensor pairing failure, with resolution achieved by switching to a different cgm.